Event description:
Log review requested by biomed for reported over infusion of albumin 25%. Biomed submitted event and error logs along with a picture of used IV bag. Event details are as follows: patient was admitted to ICU for bronchiolitis due to rsv, in respiratory failure and ventilated. At 11:30 am pump was programmed for 25gm of 25% albumin (100ml bag) to infuse over 4 hours. After 45 minutes pump alarmed for ail and IV bag was empty. Two rn's checked pump at the time and was noted to be set correctly. Pump said 81ml left to administer with administration time of 3 hr 16 min with infusion rate at 25 ml/hr. There was no patient harm reported and no medical intervention was required.

Manufacturer narrative:
(B)(4). Log review pending. The logs have been received but have not been reviewed yet. A follow up report will be submitted when the investigation has been completed.